Event description:
Patient presented to the physician with the ipg moving in the pocket causing pain and a shocking sensation. Physician brought the patient into the or, removed the ipg, sensing lead, a portion of the stimulation lead body, and closed.